Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd posiflush plunger separates from stopper (misuse- pull back on syringe). The following information was provided by the initial reporter: a 10cc saline flush- had the plastic plunger suddenly cleanly break at the junction of the clear and gray sections of the plunger when gradually pulling back to verify blood return. The gray portion remained in place, and so there was no harm from this breakage. This rn and colleagues had never seen this occur before with a saline flush, so wanted to report in case it was an issue with this particular lot number. Was unable to save flush as there was a small amount of blood in it from verifying blood return.

Manufacturer narrative:
Investigation results: a device history record review was completed for provided material number 306546 and lot number 4064248. The review did not reveal any possible non-conformances during the production process which could have contributed to the reported incident. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. However, based on the provided feedback, it is most probable that this incident resulted from customer misuse. Posiflush syringes are pre-filled single use syringes intended for flushing. Pre-filled and conventional syringes have different purposes. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.